Event description:
It was reported that frost was observed on the needle shaft. This icesphere 90 degree needle was selected for use in a cryoablation procedure to treat renal cell carcinoma. During the procedure, frost formed on the shaft of the needle. Warm water was poured on the area where the needle meets the skin. The procedure was continued without sequalae.

Manufacturer narrative:
Device eval by manufacturer: the icesphere 1.5 90 degree needle from batch 29294464 was returned for analysis. Visual inspection of the exterior of the needle revealed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. During the five-minute freeze cycle, the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve also became covered in frost, which indicates a defective vacuum sleeve. The vacuum sleeve was further inspected under a microscope revealing abnormalities in the metal that likely led to the vacuum integrity failing.

Event description:
It was reported that frost was observed on the needle shaft. This icesphere 90 degree needle was selected for use in a cryoablation procedure to treat renal cell carcinoma. During the procedure, frost formed on the shaft of the needle. Warm water was poured on the area where the needle meets the skin. The procedure was continued without sequalae.